Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.